Manufacturer narrative:
The explanted device was never returned for laboratory analysis.

Event description:
It was reported that during a routine follow-up, the interrogation of this device exhibited a premature battery depletion anomaly. It was noted at the previous device check approximately eight months prior, battery capacity was at 53 percent. During this follow-up and with only ten percent remaining capacity observed, the physician elected to surgically intervene and replace the device with another boston scientific unit of same model type. The explanted device is expected to be returned for analysis; no resulting adverse effects were reported.

Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that during a routine follow-up, the interrogation of this device exhibited a premature battery depletion anomaly. It was noted at the previous device check approximately eight months prior, battery capacity was at 53 percent. During this follow-up and with only ten percent remaining capacity observed, the physician elected to surgically intervene and replace the device with another boston scientific unit of same model type. The explanted device is expected to be returned for analysis; no resulting adverse effects were reported.